Manufacturer narrative:
Additional information received on 2 july 2019: sparks coming from the jaws. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The lot number was not received to perform device history record review. A failure analysis and determination of root cause is not possible due to product has not been returned. The reported complaint is unconfirmed.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The device history record for lot no. 201010mf1 reviewed and no anomalies that could be associated with the complaint were observed. The black plastic part is burnt at the connection. Instrument etching: petel 01/2019, petel 04/2019 and petel 06/2018. The plastic part has been replaced. There is silicone on the screws, not used during the manufacturing at microfrance. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the modification of the device. The evaluation verified the complaint as valid.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number:2523190-2019-00080.

Event description:
This is 1 of 2 reports. It was reported that during surgery of a (B)(6) female, the cev669b handle dia 5mm ang bipolar had sparks. A partial proctectomy and colorectal anastomosis (laparoscopic surgery) was being performed. The surgery was finished with another device that was available. There was a 15-minute surgical delay. There was no patient injury reported.